Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03906. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system and a watchman ® access system were elected. However, during the procedure a pericardial effusion occurred which required surgical repair. They were unable to complete the laa procedure and the patient current status is ok.

Manufacturer narrative:
Describe event or problem , if implanted, give date, if explanted, give date, patient codes: updated (B)(4).

Event description:
It was further reported that the was was deep seated in the laa. A perforation with cardiac tamponade occurred during deployment of the device. The was and wds were advanced too far distally. Sweeps were performed consistently throughout the procedure. The closure device was released as it was determined that was the safest course of action. Recapturing the device would have caused a larger hole in the appendage. The closure device was eventually removed and the laa was surgically closed.